Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure, the physician managed to deploy the stent of the device. However, the physician felt strong resistance when the guide catheter was retracted for stent deployment. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The visual inspection of this device revealed the push catheter component of the delivery system was buckled closed to the hub. There were several bends along the working length of the push catheter and the suture hole on the push catheter was torn. The suture and the stent were not returned for additional analysis. The guide catheter broke in two pieces (dividing into proximal and distal remnant). The proximal remnant of the guide catheter was kinked, stretched and frozen on the guide wire. The distal remnant was stretched and kinked. Functional evaluation could not be performed on this device due to the damages. It appears both the guide and the push catheter became damaged at the same time during the procedure. The guide catheter became stretched and torn into two pieces probably due to the excessive force applied when the physician attempt to retract the guide catheter and deploy the stent. Based on the damages found on this device, the most probable root cause for this complaint is operational context device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure, the physician managed to deploy the stent of the device. However, the physician felt strong resistance when the guide catheter was retracted for stent deployment. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4):the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.